Event description:
Customer's spouse called to report the reservoir door was opened and the plunger pushed out the insulin into customer's body. It was stated that they did not know how exactly it happened, but the customer believed that when they were holding the baby on their hip, the baby accidentally caused the door to open.